Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, there was foreign matter found in an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "upon opening the shelf pack, tubes were found with dark color matter in gel."

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo for investigation of complaint for foreign matter. The photo was reviewed and the indicated failure mode of foreign matter was observed.  Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. This complaint has been confirmed for foreign matter based on photo provided. Bd was unable to identify a root cause for indicated failure mode.

Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, there was foreign matter found in an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "upon opening the shelf pack, tubes were found with dark color matter in gel."

Manufacturer narrative:
E.1. Initial reporter first name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.